Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm (alarm 9) occurred and intermittently, pump would stop bolus delivery. Customer had to hold pump at an angle in order for a bolus to be delivered. Customer's blood glucose was 120-130 mg/dl. Tandem technical support assisted customer with clearing the malfunction alarm. Customer resumed pump therapy.

Manufacturer narrative:
The investigation has been completed and the alleged malfunction was verified; alleged bolus issue could not be verified.